Manufacturer narrative:
(B)(4). Product code: phx. Concomitant medical devices: 118001 versa-dial/comp ti std taper 721720; 115313 comp rvsr shldr glnsp +3 36mm 045340; 115340 comp rvs hmrl ti tray 415060. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02433.

Event description:
It was reported that upon exposing of the joint, it was found that the taper portion of the humeral tray was still secured in reverse morse taper of humeral stem while disassociated from the tray/bearing construct which was loose in the joint. No additional information is available.

Manufacturer narrative:
Cmp-(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.